Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise. The physician believes that the lead is susceptible to noise contamination. The source of the noise is unknown. No intervention was reported; the lead would continue to be monitored. The patient was in stable condition.